Manufacturer narrative:
Investigation results: it was reported by a customer that they filled the drip chamber with saline, it will not flow despite all clamps were open. No product or photo was returned by the customer. The customer complaint of flow issues. Fluid blockage could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model 2426-0007 lot number 25113020 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents.

Event description:
No additional information.

Event description:
It was reported that bd alaris smartsite pump infusion set had flow issues the following information was received by the initial reporter with the following it was reported by a customer that they filled the drip chamber with saline, it will not flow despite all clamps were open.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.